Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic repair of hiatus hernia, the mesh was placed upside down. The surgeon placed the adhesion reducing the film side on the diaphragm side and placed the mesh side on the organ side.